Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu), serial number (B)(6), was confirmed via the submitted log files. On 25nov2025 and 26nov2025, a no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing below the alarm threshold. The observed event was consistent with a loss of ac power, and the alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during the alarm. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Additional information indicates the mpu had a v-lock connector on the ac power cord, the mpu remains in service, the power cord did not come loose from the back of the unit or wall outlet, there were no environmental circumstances that could have affected ac power at the time of the event. A root cause of the reported event could not be conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. However, a disconnection can still occur if the connection is not properly engaged or due to environmental circumstances, this investigation was unable to determine the root cause of the reported disconnection. The device history record for the mobile power unit (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. D) section 3 - ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use (rev. D) section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. D) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. D) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having driveline power fault alarm. It was planned to exchange the system controller and modular cable in clinic. Log files captured driveline power fault alarms beginning at 8:36 pm on (B)(6) 2025. It was noted that a single low flow flag on (B)(6) 2025 that was not sustained for long enough (at least 10 seconds) to activate the audible alarm. Log files also captured 2 power losses to the mobile power unit (mpu) on (B)(6) 2025 . The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. Log files noted a few odd low power advisories on (B)(6) 2025 that did not appear to be associated with a power exchange. There were no other unusual events recorded in the log files. The mechanical circulatory support (mcs) equipment was operating as intended. The modular cable and the system controller were exchanged. The mpu did have a locking mechanism. The system controller and modular cable exchange resolved the driveline power fault alarm. The cause of the low flow alarms was not identified, and the low flow advisories was being monitored at routine visits. The mpu did have a v-lock connector on the ac power cord. The ac power cord didn't come loose at the wall outlet. The ac power cord didn't come loose from the back of the unit. There were no environmental circumstances that would have affected the ac power at the time of the event. The mpu was not intended to return. The mpu was not exchanged or removed from service.